Event description:
Additional information indicates the infection has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-04736. Related manufacturer reference number:1627487-2023-04737. It was reported that the patient experienced an infection at the ipg and extension sites. As a result, the patient was hospitalized and was administered intravenous antibiotics. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and extensions were explanted to address the issue.